Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that patient is trying to figure out how to get into the programs screen. Patient started having problems with leakage a month or so ago. Patient only has a bowl movement every four days. Their healthcare professional (hcp) said that it was ok as everyone was different. Patient will have a normal bowel movement and then won't feel the urge to go. The stimulator use to feel like a one inch square but now it feels spread out. They noticed it felt different a couple weeks ago. Patient said they can recharge with no problem. During call, checked patient's current settings and they were on program 5 at 2.7. Patient thought it use to be at 1.7. They increased the stimulation on the phone to 3.1. Patient will maintain stimulation level and will continue to track symptoms. Patient said they will set up an appointment to meet with the hcp after thanksgiving.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.